Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that implantable cardioverter defibrillator exhibited several inappropriate automatic mode switches episodes due to far field r-wave oversensing and competitive atrial pacing. The device was reprogrammed. The patient was discharged and there were no complications.